Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a counterfeit top case and battery, missing stepper motor assembly and old type worm coupling, and worm gear found inside and visible contamination by the "l" bracket pole clamp. Event log history was performed and indicated that pump motor drive off post was recorded in history. During analysis, the reported issue was duplicated. Service replaced the stepper motor to correct the reported issue, powered up and performed infusion/occlusion test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that the smiths medical medfusion pump exhibited system failure error. No adverse effects were reported.